Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level was 525 mg/dl. Elevated bg was address by correction injection via manual injection. Customer changed supplies to address the issue and resumed insulin successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.